Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display and reservoir windows, a cracked case at the reservoir tube window corners, a cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error during a basal attempt. The blood glucose reading was 426 mg/dl. The customer had not treated but advised that she had insulin syringes as a back-up. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. It was also reported that the customer experienced low blood glucose levels on another occasion, but no blood glucose reading was provided. Nothing further reported.